Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The contact reported that the site was having issues with a patient tracker being unable to track. The contact indicated that the issue was noticed on december 05, 2018, but the site did not report the issue to the rep until april 25, 2019. There was no patient involved with this issue.